Event description:
(B)(4). I am allergic to the nickel in the coils from the essure, so I have an infection and the coils are not even where they are supposed to be.... I have been diagnosed with endometriosis and I have gotten cyst.. I ended up having to get a hysterectomy at the age of (B)(6).